Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1053943. Medical device expiration date: 2025-02-28. Device manufacture date: 2021-03-17. Medical device lot #: 1082541. Medical device expiration date: 2025-03-31. Device manufacture date: 2021-04-28. Medical device lot #: 1021369. Medical device expiration date: 2025-01-31. Device manufacture date: 2021-02-12. Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. In the photos white material can be observed at the tip of the canula and our quality engineer suspects that to be medical grade silicone that is applied during our lubrication process. However, the sample is needed to confirm that conclusion. Bd cannot confirm the failure or the cause of the failure since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that silicone was found in the bd saf-t-intima¿ IV catheter safety system cannula tip. Lots 1053943, 1082541, and 1021369 were reported, but it was not specified which lot the silicone was found in. The following information was provided by the initial reporter: "the gauge is not drawing properly. And they don't know when the blood draw is being done." Via bd investigation: "in the photos white material can be observed at the tip of the canula and our quality engineer suspects that to be medical grade silicone that is applied during our lubrication process."